Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported as the diameter of proximal neck was 19mm. The aneurysm entrance was 17mm in diameter and the right common iliac and right common internal iliac branch was 10mm in diameter. The left common iliac was 10mm in diameter and the vessel diameter of the left internal iliac artery branch was 11mm. The combined proximal neck and aneurysm length was 116mm. The right common iliac artery length was 40mm and the left common iliac artery length was 30mm. The bifurcated stent graft was deployed at the intended landing zone without issue. Two weeks post index procedure, it was confirmed that the patient suffered from an occlusion of the left limb. The physician performed an embolectomy by accessing the right limb and performed a fem-fem bypass restoring flow to the leg. It was noted the occlusion was caused by a narrowing of the vessel. The patient is fine. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (anatomy related; small vessels). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; small vessels).